Event description:
Info received indicated the ring was abandoned at implant when the accessory holder broke off into the sewing cuff (ring) and the pin would not release from the device. The product was intra-operatively replaced with no pt complication reported.